Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Low bg cause was not known. Customer mentioned they passed out because of the low bg, and when they woke up, they consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.